Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the power pro is having a problem with the backrest. The backrest will not lower completely. No pt involvement or adverse consequences reported.